Event description:
Customer reports that pins 3 and 4 are blackened. Customer also reports that there are other pins blackened. No injuries reported. Requested return of suspect device and replacement was sent.